Event description:
Philips received a complaint by the customer on the v60 indicating while performing preventative maintenance (pm), it was confirmed that the device cannot get into service mode to be able to be accessed via the accept button. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states during pm the diagnostic mode is not able to be accessed via the accept button on the display, request's part ID needed to correct the issue. The rse advised customer to check the switch pcb cable connection inside the display, if no problem found replace the switch printed circuit board assembly (pcba) to correct the issue. Customer acknowledged, provided part ID for the pcba, switch, v60. Per good faith effort (gfe response, it is confirmed the switch that was ordered was installed and resolved the problem. After installing the switch, I was able to access service mode and complete the required preventive maintenance and returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.